Manufacturer narrative:
D10: concomitants: 2837911, 02-010-01-0230 - logic femoral ps cem left sz 3. 2833339, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 2858564, 200-02-32 - three peg patella 32mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2014. Approximately 8 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on(B)(6) 2023: diagnosis: failed right total knee due to premature poly wear and failed femoral component due to osteolysis. Findings: there was found to be a clean wound with clear synovial joint fluid. There was found to be severe wear of the polyethylene of the tibial component. There was a grossly loose femoral component that was loose from the cement mantle. There was no cement adherent to the back side of the femoral component. The tibial component was found to be well fixed to bone and the patellar component was found to be well fixed. Ebi initial surgery attached. Historical record and smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
H6: corrected the following: health effect - medical device problem codes. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, range of motion, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.